Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) generated a capacitor voltage fault. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor generated a capacitor voltage fault. Upon evaluation, there was corrosion on the defibrillation board which damaged multiple components. The cause of the capacitor voltage fault is the corrosion to the pca. The cause of the corrosion is contamination. The root cause of the contamination was unable to be positively determined, but was likely liquid ingress. No adverse event resulted from the defective components. The last pt to use this monitor did not report any deficiencies.